Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b assay, a false flu a positive result was obtained. Confirmatory pcr testing gave a negative result. There was no report of patient impact. Eua(B)(4).

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges invalid result (multiple lines), false positive and discrepant result when using bd veritor¿ sars-cov-2 and flu a+b ass (material#: 256088), batch number 3240177. The customer reported seeing additional lines on the test devices when tested four symptomatic patients. They submitted the samples for confirmatory pcr testing and received different results for two patients. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result, invalid result and false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b assay, a false flu a positive result was obtained. Confirmatory pcr testing gave a negative result. There was no report of patient impact. (B)(4).